Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the device showed impedance trends were steady. Also noise was observed. The lifetime ventricular sensing integrity counter is 614 and the rate has been steady over the implant time. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that the device has recorded short interval count (sic) of 489 since the last follow-up. The total sic for the device is 614. The lead remains implanted and active. There were no patient complaints or complications reported due to this issue.